Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure, and the customer was instructed to reset the pump and follow up if the issue persisted. However, due to the continuing issue and the customer's loss of faith, a replacement was authorized. The customer will continue using the current pump as backup therapy.